Manufacturer narrative:
The plant investigation has not yet been completed. A follow-up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility reported a blood leak occurred at the beginning of treatment. The machine alarmed the blood leak was visible. Estimated blood loss was 300 ml's. Pt had no adverse effects. Sample discarded.